Event description:
It was reported that the patient was symptomatic. It was also reported that the right ventricular (rv) lead exhibited noise and high and undefined impedance. It was also reported that the rv lead was fractured. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.